Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a circumflex artery. The 4.0x8mm nc trek balloon dilatation catheter (bdc) shaft separated during the procedure. However, it was noted that separated shaft remained on the guide wire therefore, everything was removed as one unit. There was no adverse patient effects and no clinically significant delay. No additional information was provided.